Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker died on the day of the implant procedure. The spouse reported that the patient was given general anesthesia after he had informed the operating room staff that she could not tolerate general anesthesia. There have been no reported allegations against the pacemaker or that it caused or contributed to this patient's death. The device is not expected to be returned. The field representative reported that the implant procedure was non-eventful and the patient left the operating room in stable condition. The field representative left after the procedure and was never notified about the patient's death.